Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that chest pain occurred. In (B)(6) 2015, the patient presented with chest pain and coronary angiography was performed. In (B)(6) 2015, the patient's condition was good.